Manufacturer narrative:
Serial #: (B)(4). (B)(6). The accessory associated with this complaint is the battery cap. The battery cap has been returned. Evaluation is not yet complete. Once evaluation is complete the results will be reported in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed no signs of physical damage to the battery cap. The battery cap was fastened to a test pump and secured appropriately to the pump. There were no issues found with the battery cap. The complaint could not be confirmed or duplicated.

Event description:
The patient's mother stated that the battery cap came loose after she secured it on to the pump. She said the battery cap was brand new and says she did not mistake the old battery cap for the new one. She said the patient would never play with the battery cap either. She requests that the new battery cap be replaced. There was no reported patient impact associated with this complaint.